Event description:
On may 12, 2021 fujifilm medical systems u.s.a. Became aware of a literature study which aimed to assess the safety and feasibility of endoscopic submucosal dissection (esd) using a flushknife for superficial non-ampullary duodenal epithelilial tumors (snadets). 37 lesions were resected using the flushknife, with five cases of intraoperative perforation. During an internal review, it was identified that this event was not reported to FDA by the importer as required by 21 cfr 803. This event was reported to the manufacturer on 04/23/2021. The manufacturer reported this event to FDA under report # 3001722928-2021-00009.